Event description:
Surgeon cracked a vu-apod cage by impacting while inserting into the disc space.

Manufacturer narrative:
The batch file was reviewed, and all certifications were present. No non-conformances were noted during the inspection. Distributor stated that the implant may have been cross-threaded on the inserter (prior to crack occurring) but unable to determine since a visual inspection of the returned implant showed that the threads were stripped out of the implant. There was also a crack present between two of the inserter holes on the anterior face of the implant.